Event description:
When or staff opened a standard distal femoral component, first layer of the inner container was cracked and falling apart - sterility was questions and different implant was used.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs distal femoral component was reported. The event was confirmed. Method & results: device evaluation and results: the unit carton is damaged with several compression marks evident, most notable around the opening end. The outer blister flange is cracked and completely broken on one side. The damage noted on the unit carton in particular indicates that the pack was mishandled and compressed to the extent that the flange on the outer blister broke. Medical records received and evaluation: not performed as the reported device was not implanted. Device history review: DHR review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no similar events for the reported lot. Conclusions: visual inspection of the returned pack found indications that the pack was mishandled and compressed to the extent that the flange on the outer blister broke. No further investigation for this event is possible at this time.

Event description:
When or staff opened a standard distal femoral component, first layer of the inner container was cracked and falling apart - sterility was questions and different implant was used.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.